Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that a patient was placed on bilevel positive airway pressure (bipap), and a "proximal airway pressure sensor malfunctioning" alarm error occurred. The device was in clinical use at the time of the reported failure. No patient or user harm was reported. The customer called technical support to report that a patient was placed on bilevel positive airway pressure (bipap), and a "proximal airway pressure sensor malfunctioning" alarm error occurred. A field service engineer (fse) was dispatched onsite to evaluate and repair the device. Upon arrival, the fse reviewed the error logs and discovered that the 110b "proximal pressure sensor autozero failed" alarm error occurred twice on (B)(6) 2025. The fse found that the gas delivery system (gds) needed to be replaced for repair. After installing the replacement gds, the fse verified that the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service.